Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified procedure with an unspecified mentor gel breast implant reported unexplained systemic symptoms, which included but not limited to extreme fatigue, vertigo, fluctuated blood pressure, continuous palpitations, insomnia, anxiety/panic attack, weight loss, costochondritis, chest pain, chest wall pain, and neuropathic pain. As a result, the patient underwent device removal but the explant date is unknown.